Manufacturer narrative:
(B)(4).no parts have been received by manufacturer for analysis.no further issues have been reported.(B)(4).

Event description:
A medtronic representative reported that, while in a spine procedure, and navigating, when the site's navigation system became unresponsive. They were using a CT+fluoro registration, which was lost after re-starting the navigation system. Site re-started the system and the surgeon re-registered the patient and continued with no further issues. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.